Event description:
Medtronic received information that a medtronic transcatheter valve was implanted into a failed 23mm edwards perimount 2700 aortic surgical valve. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).